Manufacturer narrative:
Clinical statement: there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event related to a fresenius device(s) or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient just passed away at home. Subsequent attempts to obtain additional information (e.g. Cause of death, autopsy report, esrd death notification, death certificate, treatment data) have thus far proven unsuccessful. Therefore, based on the limited information available, the patient¿s liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event related to a fresenius device(s) or product(s) occurred warranting further investigation.

Manufacturer narrative:
Incorrect, missing in initial report.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed that the serial number sticker printing was faded. The front panel overlay was improperly offset with a gap between it and the bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and found a production floor problem report: test & calibration - left side display loose on 8/8/19. The rework included tightening stay safe fasteners. T&c passed on 08/12/19. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.